Manufacturer narrative:
Hardware low level failure alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm when they ran the self test. The customer¿s blood glucose level was 211 mg/dl. The customer was able to successfully clear the alarm. The customer was able to rewind insulin pump. Customer stated that the fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.